Event description:
According to the reporter, while stapling and transection during a laparoscopic sleeve procedure, the reload cracked and partially fired. The reload would not come off the adaptor and the stapler was unable to fire. There was partial staple firing and an incomplete distal staple line. A manual stapler was opened to fix the staple line and complete the procedure. There was no reported patient injury.